Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens, model z9002, was implanted and then removed during the same surgery due to patient eye anatomy structure. A capsular tension ring (ctr), model stbl13us, was implanted instead and the patient was left aphakic. No additional information as provided.

Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned to the manufacturer. Visual inspection at 10x microscope magnification was performed and both lens haptics were observed in good condition and shape. It was reported that the lens was implanted and then removed due to patient anatomy. The reported issue could not be verified on the returned lens sample. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports. Loose particles/fibers in the optic body were observed compatible with handling the lens. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product malfunction or product quality deficiency. All pertinent information available to the manufacturer has been submitted.